Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken thermostat, which had briefly allowed electricity to come into contact with the fabric foundation, resulting in a 1" burn. Several other internal components had also been bent or damaged, indicating misuse of the unit on the part of the consumer. We concluded that this report was a result of failure to follow our instructions and consumer misuse of the product.